Event description:
Physician was using the coherent infratome handpiece "two-point-one". During left knee derangement surgery when laser was activated, staff heard loud noise. Probe was removed and found to have a blackend area at tip. Surgeon flushed and cleaned surgical area of blackened material - no residue remained - no injury noted.